Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens not returned. (B)(4) new incision. Secondary surgery. Glare. Lens explanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -15.5/+4.0/94 diopter, in the patient's right eye (od) on 11/10/2014. The lens was explanted on (B)(6) 2015 due to lens rotation not associated to a low vault, glare/halos and blurred vision. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.